Event description:
The hcp reported obtaining identical impedance readings when running exhaustive electrode impedances during interrogation at default settings. Therapy impedance values were greater than 4000 ohms, at settings of 0.5v, 210pw, 180 hz. Electrode impedance were run again at 2.0v, and values were 928 ohms and 1868 ohms. The pt was receiving some therapeutic benefit, which was difficult to assess, because the pt was only four weeks post-implant and could be partly due to a lesioning effect. An infection of the left-sided scalp wound was also reported, which was located over the left-lead/extension connection site. Cultures were obtained that were positive for staphylococcus aureus. The date of infection onset was 2008; the pt did not have meningitis. The pt had symptoms of redness, swelling and drainage, and had received treatment with both oral and IV antibiotics. The infection had resolved. Refer to MFR report# 60000153200801339.